Manufacturer narrative:
Analysis of the log files from the AED showed that the AED is functioning as designed. The AED showed that the AED was placed into service without the pads connected to the AED on (B)(6) 2023. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash until (B)(6) 2024 when pads were connected. On (B)(6) 2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The cause of the replace battery pack now warning was related to the user failing to set-up the AED and maintain the battery pack.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.